Event description:
New information received notes that no intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. Patient status was unknown.